Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents for incomplete coaptation (intraprocedure) from the reported lot. Based on the available information, a definite cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. However, during post-deployment assessment, it was observed, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. Mr was reduced to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.